Event description:
It was reported that the patient received multiple inappropriate shocks from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to double detection when in certain body positions and with certain movements. During troubleshooting this was able to be recreated in both alternate and primary sensing vectors. The device was reprogrammed to secondary sensing vector as no double detection was observed during troubleshooting in this vector. The s-ICD remains in service and no adverse effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.